Event description:
The customer reported that the system would intermittently not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x1 and x2 power voltage on the control board were adjusted. The system was tested and found to be working as intended and put back into service.